Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other implanted clip, referenced is filed under a separate medwatch manufacturer report reference number.

Event description:
This is filed to report the single leaflet device attachment (slda). (81029u160). It was reported that the initial mitraclip procedure was performed on (B)(6) 2019 to treat functional mitral regurgitation (mr) with a grade of 4. Two clips (806615u153 and 81029u160) were implanted successfully reducing mr to 1-2. On (B)(6) 2019, the patient returned in decompensation experiencing dyspnea, echocardiogram was performed showing both clips detached from one leaflet and remained attached to the other leaflet (slda). One clip detached from the posterior leaflet and the other clip detached from the anterior leaflet. Mr increased to a grade of 4. An anterior leaflet tear was noted, tearing up to the annulus. It is unknown which clip caused the leaflet tear. Mitral valve replacement was performed. The patient remained stable. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effects of worsening mitral regurgitation (mr) mitral valve injury, heart failure and dyspnea as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedure. Based on the information provided the reported tissue damage was due to the single leaflet device attachment (slda). The worsening mr was cascading effect of tissue damage that later resulted in dyspnea and heart failure. All available information was investigated and a definitive cause for the reported slda could not be determined. There is no indication of product quality issue with respect to manufacture, design or labeling.